Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set. The unspecified symbiq tubing set was returned to the biomedical engineering department with an unsigned note that stated, "hung abx as piggyback w 200ml but was dripping faster than the entered rate. Abx was also back priming into primary line even though abx hung higher than primary line. Changed piggyback line but problem still occurred. Changed primary line - then problem fixed." No specific patient information was available. The customer contact stated, there were no reported adverse patient events or reported delays of critical therapy while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).